Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29/mar/2024, it was reported that the patient faced same type of adhesive event with 6 infusion sets as the infusion set fell off during use. The infusion set was in use for 1 day before the event. Patient confirmed the insertion site to be clean, air dried and free of hair. Patient also confirmed that there was no physical activity/sweating, swimming, or bathing at the time the set fell off. The patient's blood glucose levels at the time of the event were between 100-394 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 6 of 6. E1: patient country: united states.